Event description:
Electrical and connection issues were identified to the subject pacemaker. Reportedly, an emergency pacemaker check was performed on (B)(6) 2013 due to heart rate drop to 50 bpm. During the follow up, a warning message showing high ventricular lead impedance (above 3 kohms) was displayed on the programmer; however, the impedance measurements were within normal range. Noise signals were also identified. A new follow up was performed on (B)(6) 2013: high ventricular impedance (above 3 kohms) and capture failure were observed. The device was replaced on (B)(6) 2013: during the re-intervention, blood residue in the ventricular channel was observed and the ventricular lead came out without unscrewing the set-screw. It was reported that when the subject device was implanted, appropriate lead connection was confirmed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.